Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas and alleged the following: last night about midnight when her son was on an overnight trip, he discovered the pump had lost its' battery cap and battery . His blood glucose (bg) rose to 441mg/dl with some moderate vomiting, and he gave insulin by manually pushing on the cartridge plunger which brought the bg down to the 200 mg/dl until he got home around 2 pm . He is now on his alternate method of insulin delivery and his bg is below 200 mg/dl. Mom reports no damage to pump case but battery cap is gone. Mom reports she changed battery only 3 days ago and cap was tight at that time. Cap came with replacement pump less than 6 months ago. Patient has no new battery cap available and is currently on his alternate method of insulin delivery and bg is under 200 mg/dl. There is no allegation of pump malfunction. This complaint is being reported due to the hyperglycemia experienced by a patient on pump therapy.

Manufacturer narrative:
This compliant is against the battery cap only. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.